Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation result is based on expert opinion derived from the available information and system history as the customer resolved this issue themselves and did not engage siemens service. In this context, we would like to explicitly point out that such on-site interventions may only be carried out by persons authorized by siemens healthineers. The customer refused to allow our service engineers access to the system and did not provide any further information (e.g. Logfiles, cc-part). Therefore, no clear root cause could be determined. According to the complaint description; there was an error message that the x-ray dose was less than 5%. As a result, x-ray functionality was lost. A defective hv cable was identified and replaced by the customer. After exchange of the hv cable the system worked as intended. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that no image could display with error dose less than 5% during operation. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.